Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis. Review of the manufacturer's patient care network database logs on (B)(6) 2024 indicated the pes was able to power on and communicate on (B)(6) 2024, indicating replacement of the power supply resolved the issue. If new information about the issue is received, a new complaint will be generated, and the event will be investigated.

Event description:
The patient reported frayed wires of the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.